Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high and low blood glucose. Customer's low blood glucose was at 35 mg/dl and high blood glucose was at 456 mg/dl. Customer mentioned his healthcare professionals had made changes on the device. Customer only wanted assistance with uploading the device to carelink. Customer will not be returning the device for analysis.